Event description:
It was reported that when the devices were used during a laparoscopic anterior resection, the first device did not cut right posterior wall completely. A second device was used with the same outcome. A leak test was performed and was positive. A diverting colostomy was inserted. Several days post-op patient developed sepsis.

Event description:
Diverting loop ileostomy created during original procedure. Post operatively pt sustained a stroke and developed evidence of sepsis. Returned to surgery on sixth post-operative day when a diverting colostomy was created.